Manufacturer narrative:
Customer technical support assisted the customer with troubleshooting (ts) and determined that the cap was not tightly fastened after the bottle was refilled. The customer tightened the bottle and the issue was resolved. The system is now operating acceptably.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probe rinse bottle was leaking in the synchron cx9 alx clinical system. No operator exposure was noted.